Event description:
It was reported to philips that the flexvision pc would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The review of system log file confirmed the issues related to malfunction to flexvision pc. The philips field service engineer (fse) inspected the system onsite and identified the flex vision pc was unable to boot up due to a disk bay issue. To resolve this issue, fse replaced the flex vision disk bay and successfully booted the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.